Event description:
Customer reports the expiration date printed on the comfort curve test strip vial is 9/31/08. Manufacturer reports the expiration date is 1/31/08. No adverse event reported. Requested return of suspect device and replacement was sent.